Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a clip got stuck in the jaws of the device. They had to wiggle it to get it to release. A new device was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Advancer.